Event description:
It was reported that "immediately after insertion of pr9 device, localized tissue infiltration was observed on fluoroscopic imaging during dye shot, at distal portion of coronary sinus. Possible abrasion. Remains localized. Pr9 removed. No blood in pericardium, no effusion observed on tee. Operation was performed as planned with minimally invasive technique. No retrograde cardioplegia. Antegrade only, htk."

Manufacturer narrative:
Device evaluation is currently underway into root cause.

Manufacturer narrative:
It was reported that "immediately after insertion of pr9 device, localized tissue infiltration was observed on fluoroscopic imaging during dye shot, at distal portion of coronary sinus. Possible abrasion. Remains localized. Pr9 removed. No blood in pericardium, no effusion observed on tee. Operation was performed as planned with minimally invasive technique. No retrograde cardioplegia. Antegrade only, htk." Evaluation: the returned device was evaluated and found to meet all edwards specifications. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. Injuries to the coronary sinus are listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicated in the report and the events reported are included in the labeling. No actions are needed at this time. This type of event is a known potential complication and/or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records were review and no related non conformances found. Trends will continue to be monitored through the use of edwards quality systems.